Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ filter was clogging. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that since switching from syringe administration to large volume administration of fat emulsion infusions for our nicu patients, users have noticed an increased incidence of in-line filter clogging. Event description per email states: we¿ve recently switched from syringe administration to large volume administration of fat emulsion infusions for our nicu patients. Since this change, we¿ve noticed an increased incidence of in-line filter clogging. Our nicu quality advisor confirmed they are using the appropriate tubing for this set-up. We were thinking this may be due to the set-up of our lvp modules vs. Syringe modules but I¿m not sure how to confirm this and (if it is) how to mitigate the risk. These are the 1.2micron filters that are an add-on device to the buretrol tubing used in the nicu. The filters are normally changed every 24 hours with the new lipid bag, but staff are having to change out the filter numerous times over a 24 hour period due to the pump ¿alarming occlusion patient side¿. Upon inspection the filters appear normal and can be flushed when removed from the patient with a syringe without difficult. Staff are replacing with a new filter to continue the infusion until it alarms again and needs exchanging. The issue is occurring when the lipid infusion rate is from 0.5-1.3ml/hr.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ filter was clogging. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that since switching from syringe administration to large volume administration of fat emulsion infusions for our nicu patients, users have noticed an increased incidence of in-line filter clogging. Event description per email states: we¿ve recently switched from syringe administration to large volume administration of fat emulsion infusions for our nicu patients. Since this change, we¿ve noticed an increased incidence of in-line filter clogging. Our nicu quality advisor confirmed they are using the appropriate tubing for this set-up. We were thinking this may be due to the set-up of our lvp modules vs. Syringe modules but I¿m not sure how to confirm this and (if it is) how to mitigate the risk. These are the 1.2micron filters that are an add-on device to the buretrol tubing used in the nicu. The filters are normally changed every 24 hours with the new lipid bag, but staff are having to change out the filter numerous times over a 24 hour period due to the pump ¿alarming occlusion patient side¿. Upon inspection the filters appear normal and can be flushed when removed from the patient with a syringe without difficult. Staff are replacing with a new filter to continue the infusion until it alarms again and needs exchanging. The issue is occurring when the lipid infusion rate is from 0.5-1.3ml/hr.